Manufacturer narrative:
This report is being sent as follow-up no. 1 to correct section h1 as it was inadvertently checked as a malfunction on the initial report when it should have been checked as serious.

Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. History investigation of the involved product code and lot number. No anomaly was found in manufacturing records and shipping inspection records. No other similar report was found in the past complaint file. Based on the investigation results, no anomaly was found in the history of the involved product code/lot#. However, since the actual device was not returned and the investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Relevant IFU reference: [precautions]. Depending on the patient's condition and the degree of balloon pressure, an adverse event including artery occlusion, hypodermic hematoma, hemorrhage, pain, or numbness may occur. Check the progress of the hemostasis and adjust the air pressure accordingly. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
Terumo corporation received the following information: it was reported that the puncture site bled a lot when 2 cc were deflated from the tr band balloon, which is the usual procedure. The tr band reinflated, the patient was reassured. Recently, many tr bands have been bleeding, whereas this rarely happened before. There was no harm to the patient reported.